Event description:
It was reported that an (B)(6) female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered heart block requiring prolonged hospitalization and surgical intervention (pacemaker implantation). During a pvc ablation near his, av block occurred. After temporary pacemaker implantation, the self-pulse has recovered. The patient¿s own pulse rate self-pulse has recovered after temporary pacing was conducted. Pmi (pacemaker implantation) was performed the next day of the ablation procedure and hospitalization was prolonged. The patient outcome of the adverse event is improved. This adverse event was discovered during use of biosense webster (bwi) products. The physician¿s opinion on the cause of this adverse event is that there were no bwi product malfunctions.

Manufacturer narrative:
Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30689005l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).